Event description:
The customer reported to olympus that the image on the evis exera iii video system center intermittently went out. There were no reports of patient harm associated with this event.

Manufacturer narrative:
During troubleshooting with the olympus technical assistance center (tac), the customer confirmed that no error codes are occurring and that the scopes securely connect to the clv-190. The customer stated this issue has occurred with multiple 190 series scopes. The customer later stated they found what was causing the unit to cut off and issue was resolved. The product will not be returned. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and duplicate the event, a definitive root cause of the intermittent image could not be identified. The event can be detected/prevented by following the instructions for use which state: chapter 3.6 connection of the monitor of the instruction manual describes how to connect the video cable. Olympus will continue to monitor field performance for this device.